Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the customer tried to switch on the handheld device in the hospital during routine check up of the device. The display screen of the handheld device is showing multiple horizontal lines and the screen is grey in colour. There were no consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. The unit's display reproduces text and graphics normally however screen shows lines across the upper portion of the display. Lines remain static during vertical and horizontal use. As such, the main lcd was determined to be defective. The lcd was replaced and the unit functions as designed. A service history record review reveals these products were in the field for eight (8) months with no previous reported issues prior to this reported event.